Event description:
It was reported that patient's atrial and right ventricular (rv) lead exhibited high pacing impedance and insulation damage. It was also noted that patient's pacemaker exhibited no pacing output. The pacemaker, rv lead and atrial lead was explanted and replaced. There were no patient cosneqeunces.

Event description:
New information received notes that the pacemaker is not explanted.